Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service (B)(4) alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump history showed a call service 070 alarm at (B)(4) 2015 03:38. The pump was able to perform the rewind, load, and prime steps successfully. The pump was exercised for a 24 hour test and was unable to duplicate any alarms or warnings. There was no intermittent condition to the motor flex or the motor assembly.